Manufacturer narrative:
This case was reopened on june 28, 2016 to enter additional information which had been received on june 24, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 56/50 p.

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on the right side on (B)(6) 2008. The pt was revised on (B)(6) 2014 due to pain and loosening.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and / or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4) .